Event description:
The haptic broke off during the insertion of the lens into the patient's eye. The lens was removed and replaced.

Manufacturer narrative:
See mdr1920664-2008-00046 for the delivery device used with this lens.